Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Event description:
It was reported that the catheter broke. The patient experienced increased spasms. A replacement occurred. The patient required hospitalization after surgery. The patient outcome was reported as ¿no injury¿. The device system was used to deliver lioresal. Additional information was requested but was not available at the time of this report.